Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false atrial fibrillation episodes due to premature atrial and ventricular contractions. No device intervention was reported. Patient was asymptomatic and no patient consequences were reported.